Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 20 g x 0.75 in. Miniloc infusion set with a valved y-site was returned for evaluation. An initial visual observation showed use residues within the returned sample. The sample was pressurized with a 12 ml syringe of water and a droplet of water was observed to form near the valve of the y-site; however, no continuous or dripping leaks were observed. No leaks were observed under negative pressure. A microscopic observation revealed no damage on the valve of the y-site and no cracks in the y-site or the proximal luer hub. The small, non-continuous leak observed at the y-site valve of the returned sample appears to have been caused by fluid becoming caught between the two sealing surfaces of the valve during variable infusion/aspiration conditions. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the rn was attempting to draw blood from the distal port and blood was expelled from the proximal port.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the rn was attempting to draw blood from the distal port and blood was expelled from the proximal port.